Event description:
It was reported that the patient received several inappropriate therapies. Review of the egm revealed noise. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.